Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual inspection observed that the metal cannula was returned inside the stent. The suture was returned detached, at the proximal section. A functional test was performed by inserting and retracting the metal cannula, no issues were observed. A dimensional inspection was performed, finding the metal cannula and the stent to be within specification.

Event description:
Reportable based on device analysis completed on 10may2024. It was reported that insertion difficulties occurred. An 8fr x 25cm flexima all purpose drainage catheter was selected for use. During set-up, the inner stiffener wire was too short. The pigtail was unable to fully straightened. The device was not used on patient, and the procedure was completed with another of the same locking pigtail. No complications were reported. However, returned device analysis revealed suture detachment.